Manufacturer narrative:
(B)(4). Batch #: 529a43. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is the paresis believed to be temporary or permanent?. Additional information was requested and the following was obtained: what medical intervention was used to treat the paresis? Surgeon did not report besides the paresis, did the patient experience any adverse consequence due to the issue? No. Did the patient need any different type of post op care due to the paresis? No report are there any anticipated long-term effects from the burn or injury? No report "what specific part of the device was overheating? The jaw, the entire blade to the tip why is it believed that the device may have led to the patient paresis? Surgery reports overheating (excessive heat). What is the surgeon's experience with device? Very experienced surgeon and user of focus since its launch in brazil. What heat management techniques were used throughout the procedure? The instrumentator usually uses moist gauze with saline solution throughout the procedure to clean the forceps, as recommended by the manufacturer is the paresis believed to be temporary or permanent? We still don't have an official return on possible sequels, I'm following up with the surgeon and return." An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a thyroidectomy with the focus shears, the surgeon noticed an overheating that led the patient to paresis.

Manufacturer narrative:
(B)(4). Date sent: 7/7/2022. Additional information was requested and the following was obtained: is the paresis believed to be temporary or permanent? In contact with the surgeon, the surgeon informs that the lesions remain, but believes they are transitórias. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: has any additional information about the patient's paresis been obtained? Did the patient experience vocal cord paresis? If not, what kind of paresis did the patient experience? What is meant by "lesions"? Were there any associated skin burns? Was there any medical or surgical intervention to treat the paresis and lesions?